Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found the unit failed rotor test.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿rotor error alarm test." Upon triage of the unit on 11/16/2017, service found the unit failed rotor test. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.